Manufacturer narrative:
Correction to investigation conclusion: the pod arrived fully deployed. Initial inspection of the pod found corrosion on the top and bottom batteries and the pcb, resulting in data loss and low battery voltage. It could not be determined if a communication error had occurred during operation. The cause of the reported communication error could not be determined. A leak test was conducted in order to locate the source of the internal corrosion. A tear in the internal portion of the soft cannula, measuring 0.1184 inches from the nail head, where it was observed to leak. It could not be conclusively determined if the observed cannula tear is in any way linked to the reported communication error.

Event description:
It was reported the patient's blood glucose rose to greater than 250 mg/dl while wearing the pod between 1 and 4 hours. Investigation of pod found damage to the cannula. The complaint was originally coded for communication error with high blood glucose levels.

Manufacturer narrative:
A leak test was conducted in order to locate the source of the internal corrosion. A tear in the internal portion of the soft cannula, measuring 0.1184 inches from the nail head, where it was observed to leak. It could not be conclusively determined if the observed cannula tear is in any way linked to the reported communication error. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone14.3. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.